Event description:
It was reported that following a lap adjustable band procedure, the pt developed a post op port site infection. The pt had the product implanted in 2008, and discharged in the next day. At the time of surgery, the pt received prophylactic antibiotic. A chlorhexidine gluconate (chg) cloth was used pro-operatively on the pt while in the ambulatory surgery area. The wound status at the time of discharge was okay and there was no wound drainage. Drainage found approximately 17 days later, was cultured and was positive for mssa. The pt was given cipro. At about 4 days later, a CT of abdomen showed small standing air and fluid collection. There was no issue with the band. The pt was re-cultured about 13 days later, and had a trace mssa. The pt was seen in the next day for drainage at the port site. The port and band were explanted and pt started on cipro in about one week later. The pt was given diflucan about 2 days laterfor thrush. There were no other pt complications.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.